Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site post staple removal. Symptoms were redness, inflammation, swelling and warm to touch at the ipg site. The patient was prescribed antibiotics and the physician believed that the infection was not device related but was a superficial reaction to the staples.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient had developed an infection at the ipg site post staple removal. Symptoms were redness, inflammation, swelling and warm to touch at the ipg site. The patient was prescribed antibiotics and the physician believed that the infection was not device related but was a superficial reaction to the staples.